Event description:
It was reported to boston scientific corporation that the patient underwent a paravaginal repair to treat organ prolapse on (B)(6), 2011, using a pinnacle anterior/apical pelvic floor repair kit, during which the physician implanted the device with no difficulties. The patient was brought back for a follow-up with the physician on (B)(6), 2011, after complaining of buttock pain (date of onset unknown). During the follow-up, the physician discovered and removed from the patient a 1" x 1/2" piece of the sleeve from the left leg assembly of the implanted pinnacle device. The physician stated he has no idea where it came from; the leg assembly felt intact when he removed the sheath during the implantation procedure. The physician opines that the buttock pain is possibly due to nerve damage, caused by the initially unretrieved sleeve piece. It was reported on (B)(6), 2011, that the patient, who is over 18 years old, still had unresolved pain and was using a walking cane. It is unknown whether there was further medical intervention for the pain.